Manufacturer narrative:
Device evaluation: in q3 2017, there were 5 instances of blank screen with moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of blank screen w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 12 allegations of a malfunction, 9 pumps were returned to animas and investigated. Of the investigated pumps, 9 were found to be malfunctioning due moisture within the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 12 malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-69 years of age and between 49 and 197 pounds. Of the reported patients, 6 were male and 6 were female.